Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacing the front panel fixed the reported issue. Ventilator operates according to specifications.

Event description:
The customer reported that there is a liquid patch on the ventilator screen. Touch screen was not working. No patient involvement.